Manufacturer narrative:
Please note that analysis of the returned device indicated that a section of the filter basket membrane was found ripped. After successful stenting of the carotid artery it was noted that when the physician attempted to recapture the filter it got caught up in the stent on the way out and would not release. The physician used a buddy wire technique to pass the filter, and then briefly inflated a 3mm coronary balloon and simultaneously pulled down the on the angioguard and it came out. The physician did not feel that any debris from the filter basket escaped during withdrawal. There was no reported patient injury. Analysis of the returned device indicated that a section of the filter basket membrane was found ripped. One non-sterile angioguard rx was received in a plastic bag; only delivery wire/filter basket and capture sheath were received. Delivery wire was found kinked and bent; residues of dried blood were found on capture sheath. No other anomalies were noted. Delivery wire was found inside capture sheath. Coil tip and filter basket were observed under a microscope. A section of the membrane was found ripped. No other damages/anomalies were noted. Functional test was performed. Sample was inserted on coil dispenser, filter basket was loaded into capture sheath then unit was removed and no anomalies were noted on capture system withdrawal. (B)(4). The event reported by the customer as 'capture system withdrawal difficulty-snagged/caught on stent' could not be evaluated due to the nature of the complaint (involved stent was not returned for analysis). The damage found on the filter basket membrane seems to be related to the procedure according to event description. The analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined; it is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue.

Event description:
At the end of the procedure when the physician went to recapture the filter it got caught up in the stent on the way out. A portion of the filter basket was caught and would not release from the stent. The physician used a buddy wire technique to pass the filter, and then briefly inflated a 3mm coronary balloon and simultaneously pulled down the on the angioguard and it came out. No injury or problem occurred subsequently. The device is available for return, as well as some picture of the product. The access site was the femoral. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. The intended target lesions were the internal and external carotid arteries. The intended lesion was located at the carotid bifurcation and extended distally. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. The filter was also distal enough from the lesion to prevent any interaction from the balloons/sds used. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath. There was no debris in the filter basket after removal. The user did not feel that any debris from the filter basket escaped during withdrawal. The filter basket was not suctioned prior to being withdrawn into the capture sheath. An abbott trek 3mm x was used and the stent was a precise stent 8x30 (B)(4).

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.